Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Insulin pump received with corroded battery tube and slightly corroded battery tube spring noted.

Event description:
The customer reported that the insulin pump had blank display. The customer¿s blood glucose level was over 300 mg/dl. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that battery compartment and spring was corroded. The customer was advised to air dry the compartment and wipe the battery cap with clean cloth and try inserting a new battery and turn on the insulin pump in the meantime. The insulin pump will be returned for analysis.